Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. The lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Event description:
It was reported that the lead helix would not extend after being placed in the atrium even after extending appropriately prior to implant. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).